Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring broke "kind of offset from the center on 1 side". One side fell off and became stuck near the distal end of the device between a gap. Nothing fell in patient. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. Corrected sections: b1,b2-removed required intervention, h1. The device was returned to the factory for evaluation on 11/01/2024. An investigation was conducted on 11/19/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting jaws or heater wire. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be transected and melted in the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the photographic evaluation as well as the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000411952 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.